Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting issues with the transmitter, the customer reported via phone call that he had blood glucose levels above 400 mg/dl. Customer reported treating with the insulin pump and manual injections. The customer declined to completed troubleshooting. No products were replaced or returned for analysis.